Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an error message indicating that the device had reverted to a 'fallback' safety mode.